Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's right side suddenly would not hold still. The implantable neurostimulator (ins) interrogated and it was discovered that stimulation was off. The patient was redirected to the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.